Manufacturer narrative:
No add'l info is given by the consumer. No lot code was given, no product was returned for investigation. Tooth fracture is considered a serious injury and a reportable event. However, dental professionals have indicated that a healthy tooth cannot be broken, fractured, or otherwise compromised, and for this type of injury to occur the consumer's teeth had to be compromised in some fashion and is not a result of the floss itself.

Event description:
The consumer stated the product shreds and has caused his tooth to chip. He will be going to the dentist today to have it fixed and would like to send his medical bills for his tooth.